Event description:
Had essure put in five years ago and have been to the ER and gynecologist. I was and still having constant extreme pain in my lower left pelvic area, still having daily migraines, and extreme fatigue. I had three x-rays and ultrasounds that showed the left metal spring was not where it should be; it was much higher and it looked like a piece of spaghetti. It is twisted and continues to move. The doctor informed me I will need a hysterectomy to fix it. Dr. (B)(6) messed up and pushed the doing too far and I screamed from pain when it happened. He called the maker of essure and talked to them and they said to do the dye test in five months instead of three.